Manufacturer narrative:
This MDR is being filed late, since it was inadvertently classified as a 'closed' complaint before regulatory affairs had a chance to review it. An improvement was implemented in the complaint system to prevent this kind of occurrence in the future. All of these 'closed' complaints were reviewed and, if appropriate, reported as mdrs.

Event description:
The customer stated that, she tested her blood glucose using her contour meter and a freestyle meter. The contour was reading in the 300-500 mg/dl range, while the freestyle meter read around 180 mg/dl. The difference between the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. The customer also received control test results of 239 and 230 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation, and replacement test strips were sent to the customer.